Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ prn adapter cap was loose and foreign matter was in the packaging. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7016444. Our records show the reported lot was manufactured in march of 2017, and determined that this is the second instance of foreign matter and the only instance a loose cap occurring in this this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, the samples returned for evaluation were sufficient to determine the root causes for the failure modes cited in the complaint. Deformed sleeve stoppers are known to exist in the raw materials of the heparin cap, but current inspection processes are in place to filter these errors out of the production line. However, due to the fact that this is a manual process the possibility exists for operator negligence to result in a missed unit. The appropriate personnel have been notified of the event to increase operator vigilance during inspection. Also, the observed foreign material is residue from a component of the manufacturing line; this issue has been addressed through the replacement of the responsible component.

Event description:
It was reported that the bd¿ prn adapter cap was loose and foreign matter was in the packaging. There was no report of exposure, injury, or medical intervention.